Event description:
Pt reported e7 electronic and e6 mechanical errors have appeared on the infusion device and the buttons do not function correctly. Pt changed the battery several times but was unable to resolve the error messages. The infusion device was requested for eval. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.